Manufacturer narrative:
One 21 cm length of venous tesio lumen was returned for eval. The break on the lumen occurred at the 21 cm mark. The device sample was viewed under magnification. The edge of the break is rough. The lumen was cross sectioned and the inner diameter, outer diameter and wall thickness were measured. All measurements were within the dimensional specs. The material shows no evidence of cracking, swelling, crumbling, discoloration, degradation or polymer variation. We are unable to determine the cause or factors which contributed to this event.

Event description:
It was reported that one of the two implanted tesio catheters had broken in two parts after the cuff. The distal part migrated. The catheter was removed from the pt no ill effects to the pt were reported.